Event description:
Information received indicates the head hi/low function is drifting down very slow over time.

Manufacturer narrative:
The technician found the trend down valve is defective. He replaced the trend valve assembly to repair the bed.